Event description:
It was reported that the beam was not centered with the accuspot device. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console. It was found that the joystick of the device is physically touching the microscope, due to that, the range of movement is limited. The joystick was misaligned and that could affect the performance of the console, confirming the reported event. The fse aligned the device, and the issue was resolved. The console is within specifications. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the beam was not centered with the accuspot device. There was no patient involved.